Manufacturer narrative:
Other, other text: evaluation results: one medfusion 3500 pump was returned for investigation in good physical condition. The tamper seal was missing and the bottom case, and plunger were damaged. The customer reported ?force sensor bgnd test? Error was observed in the event history log (ehl). The reading of the force sensor was checked following an occlusion test. The investigator was unable to duplicate the ?force sensor bgnd test? Found in the ehl. The force sensor reading was within the required specification. Because the product problem was observed in the ehl, the investigator replaced the cracked power supply shield, old style clutch halves, clutch spring, and cable guard. The pump was then cleaned, greased and calibrated. The device passed all the functional tests following these repairs.

Event description:
It was reported that the pump failed the force sensor bgnd test. There was no patient involvement.